Event description:
A PICC line placed for glucose management in the spring of 2009. Five days after placement, an attempt was made to remove the line which was unsuccessful and surgery was consulted. The day after the unsuccessful attempt at removal, a pediatric surgeon attempted to remove the line with gentle manipulation and traction. 22cm of a 30cm catheter was successfully removed when the line snapped leaving the remaing 8cm within the patient's arm. A small portion of the catheter was visible above the insertion site. The infant was taken to surgery for successful removal of the remaining 8 cm of catheter. Two days after surgery, the patient was discharged home in stable condtion with no signs or symptoms of infection.